Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer #3.1 pocket a4 was unable to open. The field service engineer reseated the drawer cables to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer #3.1 pocket a4 was unable to open. The customer stated that the user was unable to retrieve medications from the drawer due to this malfunction. There were no adverse events or injuries reported based on this event.